Manufacturer narrative:
(B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported glistening (opacities in the lens) with an intraocular lens (iol) from the time of implantation. A postoperative exam on 07/08/2021 also revealed the same issue. The iol remains implanted in the patient¿s eye as of to date and will not be returned. No further information was provided.

Manufacturer narrative:
Additional information: device evaluation: no complaint product was returned. The provided photos were evaluated and appear to show the anterior segment of a pseudophakic eye being evaluated with a slit lamp. There are scattered imperfections that seem to be distributed within the intraocular lens and appears to be consistent with the appearance of glistenings (device code (dc)-cosmetic issues). The complaint issue could not be confirmed (dc-cosmetic issues is similar to the reported complaint issue but dc-inclusions cannot be confirmed from a customer photo) and therefore no product deficiency could be identified. To address the special requests of this complaint the rapid response team (rrt) performed a query in the complaints handling system was and found no similar reports for zcw tecnis toric ii. As there were no similar reports found in our query, there is no data to determine if there were impacts on patients. However, the phenomenon of inclusions or microvacuoles (glistening) is well known and has been discussed for several years. Per reports in literature, it may potentially represent an impact to the va (quantitively and qualitatively), and such impact is proportional to the glistening quantity and severity. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.